Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small piece of septum material was floating in the syringe needle during the load process. The customer successfully loaded a new cartridge using a new syringe. There was no impact to the customer's blood glucose level.